Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2011-02881. The pt received an scs system including two percutaneous leads from different lots. It was reported that the pt was not receiving effective stimulation. A diagnostic test revealed invalid impedance measurements for one of his leads. Surgical intervention was undertaken on (B)(6) 2011 to replace both leads. Effective stimulation was recaptured for the pt as a result of the procedure.